Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly due to occlusion insulin delivery stopped which caused blood glucose bg level to reach 500, customer applied boluses to address the issue. Reportedly, the customer continued using the existing cartridge for insulin therapy.